Event description:
Technical services received a call on (B)(6) 2012. Caller stated that this lv lead will be coming out for infection. Physician is dr. (B)(6) at (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).